Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Date of event is 'month and year valid' only if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 6 years and 9 months post implant of this aortic bioprosthetic valve, it was replaced with a non-medtronic valve. The reason for intervention was not reported. No additional adverse patient effects were reported.